Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with a high capture threshold. Programming changes were made. The lead was then explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.